Event description:
Reporter noted five pts had inflammation in eye one day post-op. One pt experiencing unusual inflammation in eye; came back with an infection. Pt nares cultured positive for methicillin-resistant staph aureus (mrs). No growth from intraocular fluids. Vitrectomy performed. Follow-up in 2006 noted pt seems stable; vision continues to improve. Will be evaluated in six weeks.